Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported x-rays showed no change in the lead location. The consumer was instructed to follow-up with pain management and a manufacturer's representative (rep).

Event description:
A consumer implanted for non-malignant pain reported they fell about three weeks ago, and since then their left sided stimulation was in the stomach, which was the wrong location, and the right side stimulation was down the leg. It was further reported stimulation was very uncomfortable when turned up to &#64629;150 and it hurt when they coughed. It was confirmed the uncomfortable stimulation was better when they turned their stimulation level down, but there was still stimulation the wrong location. The consumer went to their healthcare provider (hcp) on (B)(6) 2016 who ordered x-rays be taken the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.